Event description:
It was reported the patient experienced ¿electrical shocks¿ and ¿started to shake a little¿ three months prior to report. It was further reported the patient¿s ¿lead became unplugged¿ and the patient¿s physician ¿did not help him when the patient brought the issue up in the office.¿ it was stated the patient ¿pushed and prodded on the device and got the device plugged in on his own at home.¿ it was noted the patient ¿had a six inch bruise from getting the device lead plugged in on his own.¿ the patient noted it was ¿about three months prior¿ to report and that he did not have a good memory and was ¿guessing at the event dates.¿ it was stated the patient¿s device ¿really helped¿ and that he ¿could not hold a cup of coffee¿ until he had the device and that he ¿could maintain¿ at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3387s-40, lot# v025540, implanted: (B)(6) 2007, product type: lead; product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3387s-40, lot# v025540, implanted: (B)(6) 2007, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).